Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6078844. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while the user was testing the new wingset the 23 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set the safety did not fully cover the needle when activated. No injury or medical intervention was reported.